Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone to have received a failed battery alarm. The customer¿s blood glucose level was over 300 mg/dl. Troubleshooting was performed and it was found the battery cap contact was off center which could have caused the alarm and for insulin pump to lose power. Customer was advised that battery cap would be replaced. The insulin pump will not be returned for analysis.